Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid circumflex artery with mild tortuosity and mild calcification. The 2.75 x 28 mm xience alpine stent delivery system (sds) was advanced, but met resistance with the anatomy, and could not cross to the lesion. During removal, resistance was met, which was thought to be caused by the tortuosity and calcification. After removal, it was observed that the proximal stent struts were flared, and one strut was broken and sticking up at a 90 degree angle. The lesion was dilated, and a non-abbott stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The broken stent was not confirmed. The stent damage was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.